Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The insulin pump's screen turned on for a short period of time, counted up to 6, and then turned off again. After they inserted a second battery, the customer received an unexpected restart alarm. The customer received several unexpected restart alarms and the insulin pump went blank again. The insulin pump alarmed external error again. The insulin pump went blank 4 times before it started to work again. Customer's blood glucose level was 138 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The motor passed motor test. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed batter test alarms, unexpected restart or external ram crc error alarms during or testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.